Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 99, 72 and 57 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 257 mg/dl and 290 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is (B)(6) 2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history(customer concerned with all results): (B)(6).

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 99, 72 and 57 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 257 mg/dl and 290 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 06/30/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history(customer concerned with all results): 99mg/dl (B)(6) 2017 06:44 am fasting:yes; 72mg/dl (B)(6) 2017 09:24 pm fasting:yes; 57mg/dl (B)(6) 2017 05:49 pm fasting:yes; 194mg/dl (B)(6) 2017 06:54 am fasting:yes; 107mg/dl (B)(6) 2017 09:20 pm fasting:yes. Memory concerns: customer concerned with all results.